Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include application and skin preparation . No lot/serial number has been provided, therefore a review is not possible. A complaint history review found no other related event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported, on a double-blinded market research study, a renasys got a general customer dissatisfaction. The respondent answered, it doesn't hold a seal. It is unknown if the event happened during treatment. Therefore, patient involvement is not confirmed. No further information is available.